Event description:
A medtronic representative reported that, while in a cranial procedure, the site caught a mayo stand on the articulating arm and moved it, causing navigation to become 1 centimeter inaccurate. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
On 02/16/2015, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been returned to manufacturer for analysis. No further issues have been reported.